Event description:
Consumer complaint or erratic blood results via fiance, erica. Expected blood glucose results fasting range from symptoms. Medical intervention is not required at this time. Verified storage of test strips is within instructed spec since they are kept in bedroom. Test strip lot MFR's expiration date is 12/31/2015 and open vial date is september 2014. Recalled test results from meter memory were performed non-fasting: 157 mg/dl, (B)(6) 2015, 12:01 pm; 157 mg/dl, (B)(6) 2015, 08:22 am; 88 mg/dl, (B)(6) 2015, 08:20 am; 83 mg/dl, (B)(6) 250158, 06:44 pm; 193 mg/dl, (B)(6) 2015, 10:18 pm; no adverse event reported.

Manufacturer narrative:
(B)(4). Product returned for eval: no defect found. Most likely underlying root cause: user's test strip had poor storage, user's misunderstanding of erratic results.